Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to d.9 date returned to manufacturer, h.6 component code and type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Curvature noted on sheath shaft, likely due to packaging. Liner partially expanded 5.5'' from distal strain relief. Liner partially expanded 5.5'' from distal strain relief. Rest of liner is unexpanded and distal tip unopened. Valve is stuck approximately 0.75'' from distal strain relief. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. As reported, ''it was a case of a 23 mm sapien 3 valve in the aortic position in the 23 mm trifecta surgical valve via transfemoral approach. The right femoral artery was accessed. Initial attempts to insert a 4 fr dilator were unsuccessful due to resistance. A 6 fr dilator was then used, followed by sequential upsizing to 9 fr, 14 fr, and ultimately 16 fr edwards dilators. Each step was met with some degree of difficulty.'' It was also reported, ''the operator stated that the patient has scar tissue from prior procedures, which impeded sheath expansion and valve advancement.'' In this case, it is likely that the patient's scar tissue created a restricted pathway or constrained condition, increasing resistance during insertion and/or removal of the dilator. The complaints were confirmed based on the information provided and on the evaluation of the returned device. Available information suggests patient factors (scar tissue) likely contributed to the event as it was reported that ''the operator stated that the patient has scar tissue from prior procedures, which impeded sheath expansion and valve advancement.'' Scar tissue can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting/advancing the sheath. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 23 mm sapien 3 valve in the aortic position in the 23 mm trifecta surgical valve via transfemoral approach. The right femoral artery was accessed. Initial attempts to insert a 4 fr dilator were unsuccessful due to resistance. A 6 fr dilator was then used, followed by sequential upsizing to 9 fr, 14 fr, and ultimately 16 fr edwards dilators. Each step was met with some degree of difficulty. The vessel measured 8.1 x 9.5 mm and was free of calcification. A 14 fr edwards esheath was successfully inserted with manipulation. A 23 mm sapien 3 ultra valve and delivery system were introduced into the sheath. Advancement of the valve was limited to a few centimeters despite multiple manipulations and adjustments. The operator stated that the patient has scar tissue from prior procedures, which impeded sheath expansion and valve advancement. The decision was made to abort right femoral access. The valve, delivery system, and sheath were removed. Left femoral artery access was obtained, and a new sheath, valve, and delivery system were prepared and implanted without complication. Post-procedure, a dissection was identified in the right femoral artery. Balloon angioplasty was performed, and the dissection was successfully treated.